Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 367mg/dl with increased thirst, increased urination, headache, and symptoms of dehydration. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued use of the pump. During troubleshooting it was noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal delivery discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: the pump was returned with the following basal program settings: 0.6 units/hour at 00:00, 0.675 units/hour at 03:00, 0.7 units/hour at 08:00, and 0.8 units/hour at 19:00, with a total of 16.875 units/day. A review of the pump basal change history on (B)(6) 2016 does not match basal program 1; there were basal program changes to 0.0 units/hour at 07:17 and 0.775 units/hour at 19:00. Changes to the basal program on the date of the complaint would cause the basal delivery totals to appear inconsistent. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of an inaccurate delivery issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery cap was returned stuck to the pump and had to be forcible removed and a test battery cap was used to complete investigation; the returned battery cap threads were damaged; the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).